Event description:
It was reported that there were suspicions that this right ventricular (rv) lead dislodged after an ablation was performed. The lead exhibited high capture thresholds, low amplitudes, and a drop in impedance. The impedance remained within range. It was also noted that the patient needed a magnetic resonance imaging (MRI). Technical services (ts) advised that the MRI would a non-conditional scan. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.